Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 07-aug-2022 for bubbled down stream occlusion (dso) seal. These repairs would not have impacted the air in line functionality. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found scratched liquid crystal display (lcd) lens screen. Functional testing found error alarm immediately upon start up. Air detector found to be defective and inoperable. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a returned order service test, an air in line code occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.